Manufacturer narrative:
The valve was not returned to edwards lifesciences for evaluation as it remained implanted.   Additional information provided, confirmed the valve had been implanted slightly too high.    Per the instructions for use (IFU), valve malposition and paravalvular leak (pvl) are known potential complications associated with the transcatheter valve replacement (tvr) procedure.  There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition/embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator.   Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment.  Many cases are mild to moderate, and either resolve over time or do not cause symptoms.  Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling.   The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations.  Physicians are extensively trained by edwards before they are qualified to use the sapien thv.  Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures.  The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device.  Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment.  In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment.   In this case, there was no allegation or indication a device malfunction contributed to this adverse event.   Based on the information provided, the malposition and subsequent pvl could not be confirmed but it is likely that patient factors and procedural factors (valve in ring, elliptical shape of pre-existing mitral ring, device manipulation) contributed to the event.    The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device.  Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.  No corrective or preventative actions are required.

Manufacturer narrative:
Additional information provided, confirmed the valve had been implanted slightly too high. Per the instructions for use (IFU), valve malposition and embolization are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition/embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. The edwards sapien 3 transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien 3 valve in a previously implanted mitral ring is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 valve in this scenario. In this case, the malposition and subsequent pvl could not be confirmed but it is likely that patient factors and procedural factors (valve in ring, elliptical shape of pre-existing mitral ring, device manipulation) contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards european affiliate, during a transapical valve in ring (29mm sapien 3 inside a mitral ring) the operator reported heavy push force while advancing the valve and certitude delivery system through the sheath. Once the valve was outside of the sheath it was very difficult to position the valve in the correct position within the mitral ring. The certitude delivery system seemed to be unusually torqued and bent and it was thought the catheter might have become damaged while it was being pushing through the sheath. Despite this, it was attempted to deploy the valve in the ring. The valve was implanted but the position seemed to be not satisfying as mitral regurgitation was still present. Therefore it was decided to implant a second 29mm sapien 3 valve (valve in valve in ring). This time sheath passage and the positioning was without issue and valve was implanted successfully with good result for the patient.